Event description:
On the event date, the lay patient contacted lifescan (lfs), alleging that his one touch ultra meter would not turn on. The patient said his four year old daughter "tried to wash" the reported meter and submerged the meter in water "a couple days" before he called lfs; the meter would not turn on afterward. The patient said he did not take his full usual daily regimen of 70/30 insulin because he was running low on insulin and, since he did not know what his blood glucose level was, he wasn't sure if he needed the insulin. In 2007, his vision was blurry and he felt tired and thirsty. He went to his doctor due to his symptoms. A result of 290 mg/dl was obtained on the doctor's meter. The doctor gave the patient an insulin injection; the type and dose were not provided. The doctor obtained a result of 210 mg/dl after administering the insulin. The doctor advised the patient to call lfs to see if the meter could be replaced. The customer care advocate (cca) arranged to replace the meter, test strips, and control solution. The complaint is reported because the patient was unable to obtain a reading on the lfs product. He experienced symptoms that suggested hyperglycemia, a hyperglycemic reading was obtained on the doctor's meter, and he was treated with an insulin injection. The patient did admit to reducing his daily dose of insulin as his medication supply was running low.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.